Manufacturer narrative:
The complaint could not be confirmed by the investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history review (DHR) was reviewed and no nonconformities were found that would have led to the reported complaint.

Event description:
The complaint/event involved a tego® connector that reportedly leaked blood from the valve at the start of hemodialysis treatment. No defect was observed on the sample or on the packaging. This event occurred during lock administration. The treatment was finished as the valve was changed and no similar event occurred. The patient lost approximately 50 ml of blood from the leak. There was no clinical consequence or harm to the patient. No drug treatment was required following this event. There was no critical delay in the treatment. No adverse operator consequences.

Manufacturer narrative:
The device is not available for investigation as the customer has discarded it. A review of the device history record is pending.